Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported when the battery was replaced on (B)(6) 2020 the medtronic rep did not program the different position settings. Patient reported the force of the sneeze brings on the sudden tingling provided by the stimulator. Rep programmed every position. Issue resolved.   See general text for omitted information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with a manufacturer representative (rep) yesterday for programming and rep set up new channels for different frequency at 4.0v. Patient stated the setting will be at 4.0v and goes back down to zero after 10mins. Patient reported when she sneezes or move her neck certain way, she feels sporadic tingling sensation and it goes away.  Patient mentioned she had surgery on july 16 to remove extra loops and push the paddle lead up because she was having exasperating pain. Pss assisted patient with checking the adaptive stim setting. Patient confirmed she has adaptive stim enabled. Patient stated controller showed ins 100%, ins 90% charged. Pss asked patient to check the standing, sitting position. Controller showed lying back, and upright / standing position but did not show mobile or sitting position. Patient adjusted her setting to 4.0v on standing and lying back and device remember setting. Pss consulted with tech services and reviewed information and recommend patient consult with her healthcare provider and rep with information and next steps.  The issue was not resolved. The patient was redirected to their healthcare provider to further ad dress the issue.